Event description:
It was reported that a malfunction alarm occurred with the device, displaying malfunction code 9. There was no reported impact to the customer¿s blood glucose level. Technical support provided information for resetting the pump and assisted the customer in resetting it. The customer continued to use the pump for insulin therapy.